Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the inner rubber of the universal seal part tore off and fell inside the patient's body. It is unknown if a fragment was retrieved. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have a tear on the black rubber septum. It¿s common for there to be a circular tear, resembling a hole punch. The torn piece was missing and was not returned with the seal.

Event description:
Refer to h11 for follow-up information.